Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4). When received for analysis the ins had telemetry but end of service was observed. After decontamination, the ins had no telemetry. Telemetry was restored with a physician mode recharge. According to the trace report taken from the ins, it showed a "voltage too low" power on reset (por) had occurred and the clock was reset indicating the battery had overdischarged, however, no overdischarge count was recorded. The last recharge of the ins in the field was very short (25 seconds) on (B)(6) 2014 and the battery voltage was 3.540 volts. The ins battery had depleted to the "lock/sleep" mode on (B)(6) 2014 prior to the last recharge which did not bring the device out of the "lock/sleep" mode (recharge needed to go above 3.615 volts). Analysis of the hybrid circuit at mtc found that there was mcr (mud cracking residue) on the exposed copper plating bars of the scsp (stacked chip scale package) component, however, there was no evidence of copper trace anomalies.

Event description:
It was initially reported that the spinal cord stimulator was taken out. A new stimulator was placed and repositioned at this time. No additional information was provided.